Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during a procedure where an implantable cardioverter defibrillator (ICD) was being replaced due to end of life status, the original right ventricular (rv) lead showed high, out of range shocking lead impedances while another defibrillator was attempted, therefore the rv lead was surgically abandoned and a new rv lead was implanted alongside with a new ICD. No additional adverse patient effects were reported.